Event description:
International affiliate reports that during a vertebroplasty procedure, the prepared cement appeared to be less viscous and less radiopaque than usual. The injected cement is reported to have migrated into the disc space during application. Reports there were no adverse consequences to the patient. The hardened cement in the disc space could require surgical intervention in the future to prevent damage to body structure and as a result an MDR is filed to document this event.

Manufacturer narrative:
The investigation is in progress and no conclusions can be made at this time. A follow up report will be filed upon completion of the investigation.